Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure (B)(6) 2009 (day not reported), to excise the excess skin. In (B)(6) 2010 (day not reported) the patient underwent a procedure to remove scar tissue at the abutment site. In (B)(6) of 2010 the patient experienced granulation tissue which was cauterized with silver nitrate. Subsequently, on (B)(6) , 2014 the patient was administered general anesthesia and the abutment was removed and an internal magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.